Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who continued to receive letters from when they initially reported. Patient said they don't have a problem with the product so they don't know how to respond (this information conflicts with what was previously reported). They don't think it is necessary for them to respond. It was reviewed that the call center can record responses as the patient provides responses when addressing the letter. Patient discussed the questions in the letter and stated it "doesn't pertain" to patient's "satisfaction because....". The patient then stated the question: what was the cause of the device not working determined? If so, please clarify what the cause was. Patient then said, "well I didn't have any problem with it." When asked what actions/interventions were taken to resolve the device not working, the patient said the only thing they are having a problem with which they "didn't say back then" is they are experiencing leakage no matter how high they increase stimulation. They further said they are going in a week from date of report to get adjustments at their healthcare provider's (hcp) office. They further said they've had adjustments before and from that time until a month ago, they were okay with the settings. They also said they talked to a nurse about the issue who is also wondering why the device is not addressing the leakage. It was reviewed that reprogramming is a step toward relief. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had leakage and that has been there since (B)(6) 2018; that's why they were implanted. They also said they go through stages of wetting themselves. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). Later on that day, patient called back saying they increased stimulation from 2.6v to 3.0v, but was still having "severe leakage" and was still wetting their disposable underwear; they inquired if they should increase more or wait. Programming considerations were reviewed and the patient was also redirected to their hcp for guidance regarding programming and to discuss their symptoms. The call center also reviewed that it takes time for the body to adapt to changes and they should monitor their symptoms and follow up with their hcp as needed. Additional information received from the patient on 2018-sep-05 who reported severe leakage and burning. They also said they don't feel like their bladder is emptying. Patient further said the device has been working fantastic since implant and then they plateaued; the device isn't working. In addition, the patient said they want to do a urine culture to rule it out. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who called back to get assistance with adjusting stimulation. Patient added their healthcare provider (hcp) made an adjustment 1.5-2 weeks ago. The day after, the patient started having leakage all over the place. They added that therapy worked good since march. When asked, patient said the hcp adjusted stimulation because it was not working and they were still urinating a lot. They added that they also experienced leakage and it was so bad that they had to wear disposable underwear and a pad; they leak through everything. The hcp instructed the patient to adjust stimulation as needed. Patient adjusted stimulation the day prior to the report, but thinks they must be doing something wrong. During the call, the call center walked the patient through patient programmer (pp) use. It was discovered that stimulation was off. When asked, patient said they did not press the off button, but then added later that they may have done this by mistake. During the call, stimulation was turned back on and they were able to feel stimulation. They added that they will increase one notch and monitor symptoms. No further patient complications have been reported as a result of this event.